Event description:
This rv lead was implanted on (B)(6) 2010 and remains implanted at the time. A call placed to technical services on (B)(6) 2018 stated that in (B)(6) 2018 there was an out of range impedance greater than 1500 ohms and most recently from 1853 ohms to 2272 ohms. No oversensing noted. The lead was not fully inserted, a fracture lead distal to the header. The following physician was dr.(B)(6) at (B)(6) medical center. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).